Event description:
Related manufacturer reference number: (B)(4). It was reported that during an elective ipg replacement, the physician noticed a lead fracture and when moving one of the leads both moved, therefore during surgical intervention both leads were explanted and replaced to address the issue. Effective stimulation was restored.

Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.